Event description:
This event is related to 1527460-2012-00014. The complainant reported an under-delivery. Per visual assessment, half the feed remained. Rate and volume specific information was not provided.

Manufacturer narrative:
(B)(4). The device reported, list number 00086, is an abbott nutrition product that is marketed internationally which is the same or similar to a device, list number 00086, that is marketed in the u.s. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). (B)(6). The batch history record review was found to be accurate with no abnormalities.